Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of noise noted on the right ventricular (rv) lead. There was also decreased pacing lead impedance (pli) noted on the rv lead. No intervention was taken and the patient was stable with no consequences and will continue to be monitored.